Event description:
In 2006, the lay-user/patient contacted lifescan alleging that his one touch ultra meter would not power on. The medical affairs specialist (mas) spoke to the patient 2 days later, to obtain/verify information. About 2-3 months ago, the patient's meter stopped powering on even though he had changed the meter's battery. Last month, the patient developed symptoms of feeling tired and blurred vision but was unable to test his blood glucose due to the meter issue. He did not have another meter to test with. On an unspecified date during that time, the patient visited his doctor. The doctor's office obtained a blood glucose result of "405 mg/dl" from the patient using an unidentified device. The patient was treated by the doctor with oral diabetic medications. Although the patient was unable to test herself for 2-3 months, she continued to follow her unspecified medication regimen as prescribed. The patient stated that he had tried to change the meter's battery according to the owner's manual. The power issue was not resolved. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusions: the patient was unable to test herself with the meter for 2-3 months because of the power issue. During this time, she developed symptoms, obtained a high result in the doctor's office, and received medical treatment for hyperglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.